Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined an issue with the mixing vessel had caused the event. He then replaced this part. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from a series of patient samples tested on the cobas pro ise analytical unit. The reporter stated the initial results were above 150 mmol/l with normal rerun results. The reporter was able to provide one patient sample with discrepant results: the initial na result was 160 mmol/l. The repeat result was 140 mmol/l.